Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 400 mg/dl. Customer also stated that they were bleeding profusely at the sensor site. Customer did not troubleshoot for high reading and sensor insertion. The sensor will not be returned for analysis.